Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) to treat a cardiogenic embolism using a penumbra system 5max ace reperfusion catheter (5max ace). Upon removing the 5max ace from the packaging hoop without force, the physician confirmed that there was a kink in the shaft. However, the physician proceeded to use the 5max ace for the procedure and advanced a non-penumbra guidewire and a penumbra system 3max reperfusion catheter (3max) through it. While advancing the 3max through the 5max ace, the physician experienced some resistance and decided to remove the 5max ace. The procedure was then completed using the same 3max and another manufacturer's stent device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked under the strain relief approximately 1.0 cm from the hub and bent 3.0 and 5.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed the 5max ace was kinked under the strain relief. Despite the physician reporting that no force was used during removal from the packaging hoop, this type of damage typically occurs due to forceful manipulation of the 5max ace at extreme angles. Further evaluation revealed the 5max ace was bent in its distal shaft. This damage may have occurred due to forceful manipulation of the 5max ace against resistance. The non-penumbra guidewire, non-penumbra stent, and the penumbra system 3max reperfusion catheter (3max) mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.